Manufacturer narrative:
Product event summary: initial analysis was unable to confirm the reported event. It was noted that the upper case was broken, the battery drawer was cracked, the battery contacts were compressed, the main printed circuit board was out of electrical specification, the device shut down immediately when the battery was removed. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis measured the capacitors in-circuit, this test failed, current was ok when pcb was assembled into engineering unit, typical operation was observed when the device was turned on, the battery removal test failed, the capacitor was replaced, battery removal test then passed. The battery removal failure was confirmed caused by a capacitor component failure.

Event description:
It was reported during preventive maintenance, the ventricular output was measuring high current while using netech pmt 100 tester. 23 measured 23.3, 24 measured 24.3, and 25 measured high current. It was also reported the ventricular output at 25 milliamp is out of range and errors out on the analyzer. The atrial output set to 1 ma and at 0 ma, the ventricular output is still out of range at 25 ma but not at 24 ma or below. The device was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).